Event description:
The patient reported that he was still in pain and not getting relief and that their healthcare provider (hcp) was "too overloaded" to provide support/care for him. The patient later reported that he was "really, really in a lot of pain and he was not getting anything". The patient told their hcp that "this thing was not doing anything". The patient's hcp prescribed methadone. The patient later reported that he was having "very, very serious issues" with his pump. He further stated that he was going through hell with the pump inside of him, and he had "medication squirting on some part of his system". The patient noted "not getting any kind of pain relief at all". The patient stated, he used to get a numbing effect, but he does not get anything from this. The patient stated the pump was broken. The medications used within the system were bupivacaine and fentanyl. Please see manufacturer's report #3004209178-2013-03405 for prior issues with volume discrepancies and an adverse drug reaction. Manufacturer's report #3004209178-2013-03381 notes a catheter revision in (B)(6) 2012, urinary incontinence, and an adverse reaction to prialt.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID 8731sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received and it was reported that a side port study of the pump was done. For subsequent events, see manufacturer¿s report # 3004209178-2014-08520.